Event description:
Customer reported the device was overheating and excessive noise from worn bearings. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the coupling and shaft were worn from use. The device was repaired and returned to customer on 6/11/2013. Manufacture date: november 2011.